Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin and the patient was hospitalized for hyperglycemia. The patient woke up around 1:00 am feeling nauseous and vomited. The blood glucose result was "hi" mmol/l. The "hi" mmol/l result, which on the system indicates a result in excess of 33.3 mmol/l. The patient gave himself a bolus correction (units unknown), changed his cannula of the infusion set, and went back to bed. At 7:30 am, the patient's blood glucose result was 23 mmol/l. The patient gave himself a bolus correction of 12 units and his mother administered another 12 units via novorapid pen. The patient was then taken to the hospital. At the hospital, the patient's blood glucose result was 23 mmol/l and he was treated with a potassium and insulin drip. The patient was hospitalized for one day. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.